Event description:
Customer reported that a patient with a previous history of anti-s did not react with s+s+ cells of vss496. Cells 1 and 3 of the screening cells are heterozygous for the s antigen. Testing was performed in manual gel with 15 minute incubation. Repeat testing performed in gel with a new set of vss496 was also negative. Qc was satisfactory.

Manufacturer narrative:
Ocd performed retained testing and a batch record review of the lot. Satisfactory results were observed. A complaint by lot review was completed - there were no similar complaints for lack of reactivity with anti-s associated with this lot. (B)(4).